Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with iron and surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 15-mar-2019 for the following reason: significant amendment done: reporters information, concomitant condition and patient information were deleted. Evaluation codes were updated as per initial version. Events deleted: low iron levels (anemia), menorrhagia, dysmenorrhea, constantly sick, dizzy, rashes on abdomen, dyspareunia, dental issues, abdominal pain, mental anguish, nickel allergy. Event outcome of pain, product indication, insertion and removal date were updated s per initial version. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dysareunia"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2015, the patient experienced malaise ("she became constantly sick"). In (B)(6) 2015, the patient experienced iron deficiency anaemia ("low iron level : anemia"), dizziness ("dizzy") and allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced anxiety ("psychiatric and/or psychological condition : mental anguish"). The patient was treated with iron, surgery (laparoscopic total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2015). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, iron deficiency anaemia, dyspareunia, abdominal pain lower and allergy to metals had resolved and the menorrhagia, dysmenorrhoea, malaise, dizziness, tooth disorder and anxiety outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, dizziness, dysmenorrhoea, dyspareunia, iron deficiency anaemia, malaise, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: as per previous fu insertion and removal date was (B)(6) 2011 and (B)(6) 2013. Discrepancy noted as per pfs insertion date is approx. (B)(6) 2008 and removal date is (B)(6) 2016. Diagnostic results: (B)(6) 2016 pathology report- final diagnosis- uterus hysterectomy ¿ benign cervix. Ablated endometrium. Unremarkable myometrium. Fallopian tubes, bilateral, salpingectomy- - essureinsertspresent operation- hysterectomy total da .vinci sie procedure- laparoscopic - possible open, bilateral salpingectomy .da vinci sie laparoscopic with removal 0f essure inserts, adhesiolysis da vinci sie laparoscopic. Clinical ¿dysmennorrhagia, menorrhagia information-dyspareunia. Gross description- cervix, uterus bilateral fallopian tubes and essure device. The left fimbriated fallopian tube is 7.3cm in length and 0.6 cm in greatest diameter. The serosal surface is pink-gray and dusky. At the proximal end is coiled metal wire consistent with an essure contraceptive device. The right fimbriated fallopian tube is 9cm in length and 1cm, diameter and has a dusky pink-grays serosal surface. At the proximal end is a coiled metal wire consistent with an essure contraceptive device. (B)(6) 2008 patient was hysterosalpingogram performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmennorrhagia, menorrhagia , dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs + mr received- new events added: low iron levels (anemia), menorrhagia, dysmenorrhea, constantly sick, dizzy, rashes on abdomen, dyspareunia, dental issues, abdominal pain, mental anguish, nickel allergy. New reporter, date of birth were added.product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2015, the patient experienced malaise ("she became constantly sick"). In (B)(6) 2015, the patient experienced iron deficiency anaemia ("low iron level : anemia"), dizziness ("dizzy") and allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced anxiety ("psychiatric and/or psychological condition : mental anguish"). The patient was treated with iron, surgery (laparoscopic total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2015). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, iron deficiency anaemia, dyspareunia, abdominal pain lower and allergy to metals had resolved and the menorrhagia, dysmenorrhoea, malaise, dizziness, tooth disorder and anxiety outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, dizziness, dysmenorrhoea, dyspareunia, iron deficiency anaemia, malaise, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: as per previous fu insertion and removal date was (B)(6) 2011 and (B)(6) 2013. Discrepancy noted as per pfs insertion date is approx. (B)(6) 2008 and removal date is (B)(6) 2016. Diagnostic results: (B)(6) 2016 pathology report- final diagnosis- uterus hysterectomy ¿ -benign cervix. - ablated endometrium. - unremarkable myometrium. Fallopian tubes, bilateral, salpingectomy- - essure inserts present operation- hysterectomy total da .vinci sie procedure- laparoscopic - possible open, bilateral salpingectomy .da vinci sie laparoscopic with removal 0f essure inserts, adhesiolysis da vinci sie laparoscopic. Clinical ¿dysmenorrhea, menorrhagia information-dyspareunia. Gross description- cervix, uterus bilateral fallopian tubes and essure device. The left fimbriated fallopian tube is 7.3cm in length and 0.6 cm in greatest diameter. The serosal surface is pink-gray and dusky. At the proximal end is coiled metal wire consistent with an essure contraceptive device. The right fimbriated fallopian tube is 9cm in length and 1cm, diameter and has a dusky pink-grays serosal surface. At the proximal end is a coiled metal wire consistent with an essure contraceptive device. (B)(6) 2008 patient was hysterosalpingogram performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia , dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.